Event description:
Co received a report 2001 that a lab technician cut their finger on a broken bact/alert blood culture bottle. Co contacted the site december 2001 to collect additional details, and were informed the technician cut their finger while removing the glass bottle from the bact instrument. Blood and media from the bottle splashed into their face. The technician was given basic first aid for the cut and started on antiretroviral drugs while awaiting serological testing on the patient who's blood was in the bottle.